Event description:
On (B)(6), 2013, the lay-user/patient contacted lifescan (lfs) USA, alleging that the onetouch ping meter is giving inaccurate high reading of ¿473 mg/dl¿ compared to a hospital meter reading of ¿360 mg/dl.¿ the complaint was classified based on the customer care advocate (cca) documentation. 30 minutes prior the alleged readings on the subject meter, the patient had symptoms of ¿fast heartbeat, pressure on chest, felt hot, and generally felt yucky.¿ based on the elevated reading, the patient went to the ER and received insulin treatment. During troubleshooting, the patient confirmed the readings were performed within 30 minutes of each other. The test strips were within the discard date. The unit of measurement was set correctly. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 30 mg/dl. The lfs product was replaced and requested back for investigation. This complaint is being reported due to the alleged inaccurate high issue. The patient¿s symptoms preceded the onset of the alleged issue. In addition, the patient¿s treatment correlated with the elevated blood glucose on the subject meter and the hospital meter.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up (1/30/2014)-device evaluation: the meter involved with this complaint has been returned and evaluated by lifescan product analysis on 1/18/2014 with the following findings: the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 1 ¿ (12/30/2013), the patient¿s test strips have been returned and evaluated by lifescan product analysis on (B)(4) 2013 and (B)(4) 2013, respectively, with the following findings: the test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.